Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03-apr-2024. The device evaluation was completed on 22-apr-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the dilator was damaged. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was inserted in the sheath and no resistance or obstruction was detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The valve issue and the dilator bents could be related to the resistance reported by the customer. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿ dilator damaged¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. Initially reported that the dilator was unable to be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Unable to insert it at all. When the sheath was replaced, the issue resolved. No patient consequence was reported. Additional information was received. No resistance resulted in any damage to the sheath. Unknown if the resistance resulted in any damage to the dilator. The dilator was not able to move within the sheath. The resistance resulted in high force to move the dilator. The dilator was stuck in the sheath due to high resistance. Unknown if there was any occlusion when irrigating the sheath. No material causing the obstruction. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-apr-2024, the hemostatic valve was dislodged inside of hub component and the dilator was damaged. This event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on 22-apr-2024 and have assessed this returned condition as reportable.